Event description:
It was reported that the patient underwent a surgical procedure to treat cystocele, rectocele and vault prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient experienced extrusion, urinary problems, bowel problems, recurrence, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urge incontinence, urinary retention, urinary frequency and neurogenic bladder. It was reported that the patient underwent removal of vaginal mesh extrusion on (B)(6) 2012 by dr. (B)(6) due to prolapse of vaginal vault after hysterectomy and cystocele at (B)(6). (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urge incontinence, urinary retention, urinary frequency and neurogenic bladder. It was reported that the patient underwent removal of vaginal mesh extrusion on (B)(6) 2012 by dr. (B)(6) due to prolapse of vaginal vault after hysterectomy and cystocele at (B)(6).

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Corrected information.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that patient underwent mesh removal/revision on (B)(6) 2010, and 06/26/2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with a&p repair, vaginal vault and suspension.